Manufacturer narrative:
The field service engineer found the weight filter of the procell reagent on measuring cell channel 2 was loose. He tightened the weight filter and performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for three patients tested on a cobas e 601 module. The initial ft4 results were reported outside the laboratory. The customer performed repeat testing with the samples. Sample identifier (B)(6) had an initial ft4 result of >100 pmol/l. The patient's repeat result was 22.89 pmol/l. Sample identifier (B)(6) had an initial ft4 result of >100 pmol/l. The patient's repeat result was 18.47 pmol/l. Sample identifier (B)(6) had an initial ft4 result of >100 pmol/l. The patient's repeat result was 17.57 pmol/l. The customer determined the repeat results were correct and corrected reports were provided. The ft4 reagent lot number was 593219 with an expiration date requested but not provided.